Event description:
It was reported that the ilet touchscreen was cracked after accidental impact against a nightstand corner, resulting in an unresponsive display and the need for a replacement device. Investigation included review of the event details, device use history as available from synced data, and preparations for device return with a provided shipping label. Further investigation of this case revealed physical damage to the touchscreen consistent with external impact. There was no user reported symptoms, no injury and inability to operate the device due to the damaged screen. Outcomes included interruption of pump use with continued cgm monitoring via dexcom g7 and the need to restart therapy on the replacement device because data will not transfer. It was concluded that, based on previously established findings for similar reports, the device failure was due to user-induced physical damage rather than a manufacturing or design defect.